Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding a patient receiving intrathecal baclofen 3000 mcg/ml via an implanted pump. The lot number of baclofen was not known to the reporter. The pump was programmed to deliver a dose of 924.4 mcg/day in flex infusion mode. The pump's IFU (indication for use) was listed as intractable spasticity and post spinal cord injury. On (B)(6) 2015, the patient underwent a closed horizontal bore scanner MRI (magnetic resonance imaging) using unknown tesla for medical reasons unrelated to pump or therapy. In (B)(6) 2015, the patient suddenly experienced increased spasms. The spasms were getting worse/more frequent. There was no altered mental status or pruritus noted. On (B)(6) 2015 in the hcp clinic, the hcp heard the critical pump alarm twice (the patient was hard of hearing). The pump was interrogated; a motor stall was noted and recovery had not occurred. The motor stall occurred (B)(6) 2015 and the tube set message occurred (B)(6) 2015. Telemetry state, re-interrogating the pump with logs, and periodically interrogating the pump to note a stall recovery were all considered. Covering the patient with non-pump medication was also considered. The pump was being refilled on (B)(6) 2015 so the reporter was not aware of any reservoir volume discrepancy as of the time of the report. Patient outcome was not provided. Other medications the patient was taking and pertinent medical history were not provided. Additional information has been requested, but was not available as of the date of this report.